Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device had delivered under the rate of the infusion it was supposed to. Patient went to the clinic to administer the rest of medication volume remaining. No patient injury was reported.